Manufacturer narrative:
Philips service replaced the single link dvi-extender cable 13m, single link dvi ext. Transm. Str_pc, single link dvi ext rec str 1pc es: xx, cat 7 cable, and 5v power supply cable, partially resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was intermittent loss of live image on the flexvision monitor during treatment on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.